Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004 the patient presented with l5-s1 isthmic spondylolisthesis with left l5 radiculopathy. The patient underwent the following procedures: posterior spinal fusion l5-s1 with instrumentation. Transforaminal lumbar interbody fusion with cages and bone morphogenic protein. Left l5 nerve root decompression. Per op notes: facetectomies were performed bilaterally at l5-s 1. Pedicle screw instrumentation was then placed at l5 and s1 bilaterally, with good confirmation of location with the biplanar fluoroscopy following completion. They placed the absorbable cage, measuring 10 mm in height and 13 mm in width, into the interspace. This broke on insertion. Therefore, we removed the pieces and placed a 9 x 13 mm graft. This had bone morphogenic protein in front with some autograft bone and a small piece of the bone morphogenic protein anterior to the cages. A second cage of 9 x 13 was also placed without incident. Patient alleges unspecified injury due to the use of rhbmp-2.